Event description:
Additional information received reported that the implantable neurostimulator (ins) had impedances over normal range for the device. The contacts that were higher than normal were those similar to the ones reported during the previous report of overdischarge. Telemetry issues were reported. The patient was feeling normal stimulation at 3 volts at the time of troubleshooting.

Manufacturer narrative:
Lead model 377745, lot# v011414, implanted: 2007 (B)(6), explanted: na. Lead model 377745, lot# v011414, implanted: 2007 (B)(6), explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37742, serial# (B)(4). Extension model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Extension model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, extension model 3708120, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Extension model 3708120, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. (B)(4).

Event description:
It was initially reported that the patient had telemetry issues and was in overdischarge. The patient hadn't charged in approximately a year and a half and had stopped using the device. The patient previously had good coupling. The patient met with the company representative who performed three physician mode recharges with no success. Another company representative met with the patient the following week and was successful in getting the patient out of overdischarge. The patient had coverage of her pain. The device did have some contacts with out of range impedances. The patient was scheduled for a reprogramming for (B)(6) 2012. No additional information was available.